Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was not identified. The foreign material was not removed due to deformation of the suction cylinder and as a result, the suction valve could not be removed. Therefore, the foreign material was possibly not removed since the reprocessing was not conducted properly. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection." And the prevention methods in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material coming out of the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.